Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place the lead in the ventricular septum; the lead was turned, but could not be fixed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the full lead was able to be passed through a c315 catheter without resistance. Correction: if information is provided in the future, a supplemental report will be issued.